Manufacturer narrative:
Correction: evaluation summary post market vigilance (pmv) led an evaluation of one device. Initial visual inspection of the instrument noted no abnormalities. Fu nctionally, the instrument was loaded with an articulating vascular/medium reload. During the firing cycle, a skip was audible in the firing stroke. An access hole was cut into the instrument body for visualization of the firing rack. This examination noted sheared teeth on the firing rack. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the sheared teeth on the firing rack may occur in any of the following circumstances such as firing over tissue that is beyond the recommended thickness range, firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly, and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. No relationship between the device and the reported incident was confirmed. No enhancements or improvements were generated for the reported condition. Based on the evidence available the reported condition was confirmed. The file will be closed as misuse of the product. Should new information become available, the file will be re-opened, and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, occurred during a robotic assisted laparoscopic gastric sleeve procedure. The stapling devices were being applied to the stomach. The first staple fired fine through the antrum. But the second one through the angularis area busted early on during firing. Fired the next one and it busted in the same spot. Tried cutting back the reinforcement material, as it was starting to build up now in that spot and busted a couple more staplers. Had to completely cut the staple line on the specimen side to fresh tissue and carefully resume firing with angulation to avoid the trouble spot in the staple line. And it still barely when through without busting. The remainder of the firings were okay. Stapler handle ¿popped or cracked¿ broke a tooth off on the internal mechanism that happens when the tissue is too thick. Handle cracked before fully fired. There was a couple millimeters tissue loss. Tissue damage only on the specimen side. Patient has no injury.